Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on all electronic assemblies. The pump was received with corroded vibrator motor assembly and corroded motor home switch. The pump was unable to perform pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents due to blank display. The pump was unable to verify audio/beep anomalies or vibrator anomalies due to blank display. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that her pump had been submerged in water from a cooler. The customer stated that the pump made crazy noises and it is vibrating and buzzing. The customer stated that she is on vacation and was on the beach. The customer had the pump in a ziploc bag in the cooler. The customer stated that there are no cracks or other issues with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.